Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported receiving an emergency stop message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log files analysis shows that the emergency stop circuit became active and that a short circuit was detected. As a result, the power to the system motors was disconnected and all motorized movements are blocked. During investigation the service engineer found that the can connectors on the control modules were broken resulting in the short circuit. An extensive investigation could not be performed because the can connector was not returned for a detail investigation. As a precaution, all screws and the threads of the screws have been checked for wear by the can connector was replaced by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.